Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was very tortuous and calcified. The balloon was inflated to 14 atm and an attempt was made to pressurize the balloon to 16 atm, but it ruptured. There were no patient effects. The stent was placed successfully, and post-dilatation was performed. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to: interactions with other devices, patient anatomy, lesion calcification, or lesion tortuosity. There was no report of damage to the balloon during inspection prior to use, or during preparation of the device, suggesting that the balloon rupture was a result of the procedure. In this case, the target lesion was described as very calcified and tortuous, which may have contributed to the reported balloon rupture; however, a conclusive root cause for the reported balloon rupture could not be determined.